Manufacturer narrative:
Continuation of d10:  product ID l-envpro-16 (lot: 0011806678); product type: compression loading system (cls) ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: product ID d-envpro-16 (lot: 0011799819); product type: delivery catheter system (dcs) ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon. The valve was deployed once, however was recaptured to adjust the depth as it was deployed to low, at 0-1 mm on the left coronary cusp (lcc). Prior to the second deployment, the team waiting, and assessed on transesophageal echocardiogram (toe). Forward pressure was applied on the second deployment due to the depth. On final release, just before/after the second paddle came out of the pocket, the valve jumped into the left ventricular outflow tract (lvot), resulting in massive paravalvular leak (pvl) and interaction with the patient's mitral valve. The implant team attempted to use a 25 mm balloon to drag the valve up, however nothing happened. Snares were attempted via 14 fr gore sheath in the contra-lateral access. The team was unable to attach to the second paddle, therefore another doctor suggested to use a femoral balloon to go through the valve frame, alongside the snare to relocate the valve. Multiple size femoral balloons were attempted because the exact size for the valve frame cell (width x length) was not known. The 10 mm balloon was ultimately successful.  As the valve was moved to a higher position, the patient went into complete atrio-ventricular (av) block. A permanent pacemaker was implanted immediately. The final depth of the valve was deep, but had no residual pvl nor any mitral valve issues. No additional adverse patient effects were reported.